Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl. The insulin pump was not on auto mode at the time of incident. Customer reported that they received change sensor alert, sensor updating or sensor glucose value not available alert and calibration not accepted alert. The insulin pump will not be returned for analysis.